Event description:
It was reported during pre-op that the device had been one-way rotation and overheating was identified within one minute. No irrigation was used. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that the bearing was corroded, tool cannot be inserted, temperature cannot test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: xom unknown handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.